Manufacturer narrative:
(B)(4).

Event description:
The pt was supposed to have a refill at the end of october. The refill was missed due to family issues. It was rescheduled for (B)(6) 2010. The physician's office called the night before the refill appointment and stated the physician canceled the appointment because the physician was taking a leave of absence for an extended period of time. On (B)(6) 2010, the pt's whole body was burning/fever, the pt had small blisters all over her body; she was shaky, vomiting, had chills, shortness of breath, a headache, and her blood pressure was way up. The pt was "out of it/coma" for 6 days. The pump was refilled at the ER; the dose was 75 mcg/day instead of 14 mcg/day. The next refill was due in march. The pt was seeking a new physician. The device system was used to deliver baclofen.